Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received a motor error alarm and a no delivery alarm. Customer did not report a motor position encoder error alarm. Customer's blood glucose was 45 mg/dl. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer was unable to complete rewind process. Alarm history showed one motor error alarms within the last month and no motor position encoder error alarm. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The customer called stating that he is getting a motor error again. The customer indicates serious injury/hospitalization: no. Patient's bg at time of incident: 54 mg/dl. Explained alarm and possible causes. Advised the customer to disconnect from the insulin pump. Advised customer to check if drive support cap is protruded, loose, sticking out or flush; the customer reports they are unable to describe the possible damage to the drive support cap. Advised the pump will need to be replaced advised the customer to discontinue use of the insulin pump. Recommended the customer refer to back up plan, per health care professionals instructions. Advise to return pump with battery and zero out basal rates. Additional note: the customer has stated that this is the second motor error in a month.

Manufacturer narrative:
The insulin pump was received with normal operating currents and passed self test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No motor error alarm or no excessive no delivery alarm during testing and motor was tested outside of the device and passed. The drive support disk was inspected and no anomaly was noted. The insulin pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip.